Event description:
It was reported that prior to use, a leakage was found on the catheter. As a result, this device was not used on the pt. Additional info received from arrow (B)(4) on 05/18/2010 indicated that the catheter was flushed and leaked solution prior to use. As a result, a new ah-05050-pu was opened and successfully used on the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: a thermodilution catheter with attached cath-gard was received for eval. (B)(4). Leak test apparatus was used in place of the syringe and pressure gauge described in the standard. The opposite end of each lumen was occluded during testing. When water was infused into the pa distal lumen at 5 psi, it exited the vent hole in the thermistor connector housing on the separate thermistor line. No leaks or crossovers were observed in the central venous pressure (cvp) proximal or infusion lumens. The juncture hub was cross-sectioned and voids were observed in the molded hub material. The reported complaint of a leak/interlumen crossover was confirmed by visual inspection and functional testing of the returned sample. The potential cause was determined to be manufacturing related.